Event description:
I was perfectly healthy until I got breast implants. Then I started getting sicker and sicker, developing hashimotos thyroiditis, osteopenia, degenerative disc disease, and many other symptoms. My left implant when removed had a discolored valve and small things floating in it. I had to have a total capsulectomy and full enblock surgery in (B)(6) 2018. I know that implants made me sick as I have been in contact with thousands of other women who have had similar symptoms, and similar stories. You must listen and realize that this is a real illness and take steps to declare these devices unsafe.